Event description:
It was reported that the ventilator patient circuit peep valve rubber gasket dislodged which caused the patient not to be ventilated correctly. The patient was hospitalized as a result of the reported problem. The patient is currently doing well.

Manufacturer narrative:
Na